Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump turned off with no low battery alert. The alarm history was checked and the customer did not receive a low battery alert prior to the device shutting off. Device was not dropped bumped, no unattended alarms, battery cap is neither loose nor damaged and no corrosion inside the battery compartment. Blood glucose value was 14.4 mmol/l. Customer inserted a new battery and was advised to monitor the device.